Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure the vapr tripolar 90 suction elect device was being used when the coagulation electrode remained stuck in section mode at all times. The buttons did not seem to be stuck. The device was unplugged and re plugged and then indicated "section stuck". No patient consequence. Use of another device to complete the procedure. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the active tip with signs of use. The shaft was deformed. The power cord and suction tube were cut by the customer and were not returned for evaluation. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer; as a result, device was not received in its original packaging, bag only. The active tip was used, tissue debris in the suction port. Ceramic scratched. Shaft distorted. The cable plug and suction tube were cut off. The wire housing stripped down to perform electrical test. All switches had obvious saline ingress, was presence of a residue on the pcb tracks, the conformal coating of the pcb was sufficient. The device as presented passed electrical checks where the condition of the device allowed but only a pre-activation flow rate check was conducted due to the condition of the device. The customer stated that ¿the coagulation electrode remained stuck in section mode at all times¿. Tripolar 90 electrode received with cut off suction tube and cable plug. The presence of a residue on the pcb tracks and button switches may have been the cause of the issue that the customer reported, however the poor state of the device received could not replicate the customers fault so the complaint is not substantiated. During the investigation it was noted that apart from the cable plug and suction tube being cut off, there was evidence of tissue debris in the suction port, the tip ceramic was scratched, and the shaft was distorted (which may have attributed to the suction check failing). The handle was then opened and internals were observed. All buttons were evidenced has having obvious saline ingress, and there was a presence of a residue on the pcb tracks. The conformal coating on the pcb was sufficient. The presence of saline in the device may have been the cause of the issue but due to the condition of the device as presented, we are unable to substantiate the complaint reported. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would have not contributed to the complained device issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.